Event description:
Customer reported obtaining a temperature of 101 degrees farenheit on her 2 yr old son. Tylenol was administered. Shortly thereafter the child experienced a febrile seizure and was taken to the hosp, where the dr obtained a rectal temperature of 103 degrees. The child was diagnosed as having a virus.